Event description:
Per the clinic, the device was explanted due to an infection.the device was explanted (B)(6), 2012. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4)